Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the customer cannot charge device. There was no reported patient involvement.

Event description:
It was reported to philips that the device's battery would not charge. There was no reported patient involvement/adverse patient impact.